Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charger base for electric toothbrush has short-circuited - oral-b [device electrical finding]. Case narrative: consumer via e-mail stated that the charger base for their oral-b electric toothbrush short-circuited. No injury was reported. 09-sep-2024 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3710 vitality. The suspect product lot was r44970648. No injury was reported.